Manufacturer narrative:
The baxter technician found the sidecom cable needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecom cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the versacare frame bed exit not being sent to the nurse's station. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.